Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient stated during drain 4 of pd treatment he received several "m31 air detected in cassette" alarms. When he went to cancel treatment and removed the cassette from the cycler he reported a fluid leak. Follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed there was no patient injury or adverse event. The pdrn stated the patient reported a fluid leak from the cassette area after receiving several cycler alarms during drain 4 and cancelling treatment. Per pdrn the fluid leak was noted when opening the cassette door and indicated it was unknown what may have attributed to the leak. Per pdrn the patient was reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment. Per pdrn no prophylactic medication was provided to the patient and no adverse event occurred. The pdrn indicated the patient was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy. Per pdrn the sample was discarded and was no longer available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient stated during drain 4 of pd treatment he received several "m31 air detected in cassette" alarms. When he went to cancel treatment and removed the cassette from the cycler he reported a fluid leak. Follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed there was no patient injury or adverse event. The pdrn stated the patient reported a fluid leak from the cassette area after receiving several cycler alarms during drain 4 and cancelling treatment. Per pdrn the fluid leak was noted when opening the cassette door and indicated it was unknown what may have attributed to the leak. Per pdrn the patient was reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment. Per pdrn no prophylactic medication was provided to the patient and no adverse event occurred. The pdrn indicated the patient was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy. Per pdrn the sample was discarded and was no longer available to be returned for evaluation.